Event description:
Boston scientific crm received information that one day post implant this lead dislodged and lost capture. The lead was successfully repositioned and is working appropriately.to date, there have been no adverse patient effects reported.

Manufacturer narrative:
No further intervention was undertaken. The event will be reopened if additional information is received.